Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the ambulance was called due to hypo seizure on unknown date with unknown blood glucose. The customer was treated with the glucagon. The customer had been in manual mode for most of the day prior to the seizure due to an expired sensor. The customer inserted a sensor late afternoon and went into auto mode in the evening. The insulin pump will not be returned for analysis.